Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint of inaccurate aspiration for the 32g pen needles. Customer stated the pharmacy had dispensed 50 pen needles in a brown rx bag. Customer has been using the product since (B)(6) 2022. The customer is using compatible product and the pen needle is properly aligned. Customer stated that she has some bruising at the injection site in her abdominal area. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 13-jun-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern has been resolved and she is comfortable with the product. No medical intervention since the last call was reported.

Manufacturer narrative:
Sections with additional information as of 14-oct-2022: h3: was the device evaluated by the manufacturer. If the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - product was received out of the protective cover and unable to be shipped to manufacturer for evaluation (scrapped). Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.